Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. What is the alleged deficiency of the device? What part of the endoloop was stuck in the pericardium? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Is the video referenced in the event available?

Event description:
It was reported that a patient underwent a thoracoscopic pneumonectomy on (B)(6) 2022 and suture was used on the branch of the pulmonary artery. The end loop was used to cut and ligate the blood vessels at the initial operation. The end loop was used on the blood vessels. There was no bleeding during the operation post-op, cardiac tamponade occurred, and re-operation was performed one day after the initial operation. The patient was stable after the re-operation. The surgeon could not check if the cut end of the end loop was stuck into the pericardium during the reoperation, but it was found that the cut end of the end loop was stuck into the pericardium from the video of the initial operation. It was opined that there was no problem with the device. The surgeon had commented that usually the suture is cut diagonally because it was under a laparoscopic procedure and there was not enough space to work on. This time the suture was cut too short. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2022 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? =>no further information will be available. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? =>thoracoscopic pneumonectomy. No further information will be available. On what tissue was the suture used? =>the device was used on the branch of the pulmonary artery. No further information will be available. What was the tissue condition (normal, thin, calcified, fragile, diseased)? =>no further information will be available. How was the suture placed (interrupted or continuous)? =>no further information will be available. How was the suture originally tied (multiple knots, square knot, etc.)? =>no further information will be available. Please describe any medical/surgical intervention required for this suture event including dates and results. What is the alleged deficiency of the device? =>no further information will be available. What part of the endoloop was stuck in the pericardium? =>no further information will be available. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? =>no further information will be available. What symptoms did the patient experience following the index surgical procedure? =>no further information will be available. Onset date? =>no further information will be available. Other relevant patient history/concomitant medications? =>no further information will be available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? =>no further information will be available. What is the patient's current status? =>no further information will be available. Lot number? =>no further information will be available. Is the video referenced in the event available? =>no further information will be available. No further information will be provided.